Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 64 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared beyond the fact that the patient was a diabetic and was on vasopressors. The team performed angiography of the leg on day of insertion and revealed the leg had slow flow. Vascular was consulted and ultrasound imaging showed flow did not perfuse beyond mid-thigh. After 3 days the pump was explanted and patient survived. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment. Additional information noted that subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.